Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that customer was experienced low blood glucose. The customer¿s blood glucose level was 3.7 mmol/l,2.3 mmol/l. The customer was treated with food. Customer stated that the insulin pump had a keypad anomaly. Customer stated that the keypad was bulging. Customer reported that the scroll bar was not moving with no input and numbers were not ramping on their own but all buttons were responding. It was unknown whether the customer was using auto mode at the time of reported event. The insulin pump will not be returned for analysis.